Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva total parenteral nutrition bag leaked. The leak was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. Visual inspection was performed. The bag was filled with air and a leak was observed from a pin hole at the add-port; the reported condition was confirmed. The cause of the hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.